Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection was reported between the supply line of the homechoice cassette and the final bag which was known to cause this alarm. The cause of the loose connection/disconnection was that the connection was not tight enough. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the final bag that led to this alarm. The hp stated that the final line was not connected tight enough to the final bag resulted for the line disconnecting from the bag. The renal therapy services (rts) had the hp power cycle the device twice to clear the alarm and it displayed press go to start. Rts assisted the hp with proper disconnection procedures and reviewed proper setup procedures. The hp stated that they would perform continuous ambulatory peritoneal dialysis to complete the therapy. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.